Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to worn casters. He adjusted the brake on the casters to repair the bed.